Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted using a proglide device in the calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve intervention (tavi) procedure. The arteriotomy was 6f. Reportedly, during attempted suture placement of the first proglide device, when the plunger was retracted, "only a little part of the white suture was visible"; a cuff miss was noticed. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 16f and the tavi procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed based on the observed suture break. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.